Event description:
It was reported via foreign regulatory agency that the patient experienced lightheadedness and lost consciousness resulting in the patient falling on his head. The patient was brought to the emergency room and device interrogation revealed episodes of undersensing and pacemaker mediated tachycardia (pmt) noted on the implantable cardioverter defibrillator (ICD). Additionally, inappropriate pacing was noted due to failure to sense, ultimately resulting in ventricular fibrillation (vf). The patient experienced 2 inappropriate shocks delivered by the ICD for the vf. The vf was successfully converted. The patient was hospitalized, and additional medication was provided. The patient condition is unknown.